Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol_(B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
Catheter was visibly stretched/thinned at the hub, straight from the package, prior to patient use. The physician chose to use the catheter anyway and once he crossed the lesion, the procedure was finished as usual. No further information is available.